Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The highest bg level reading was 600 mg/dl, which was addressed with an insulin pen injection. As the occlusion alarms occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion could not be performed.